Manufacturer narrative:
Visual assessment of the returned device confirmed the torsional spring is bent and dislodged from the recessed grooves of the top jaw. A burr was also observed on the end of the proximal arm of the torsion spring. After the evaluation the root cause for the reported issue could not be determined. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the capture spring broke away from the trapdoor and the instrument jaw. Nothing broke inside of the patient. A competitive device was utilized to complete the procedure. No patient injury or complications were reported.